Manufacturer narrative:
It reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and an mesh was  implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.